Event description:
It was reported that the customer was hospitalized twice with a low blood glucose level. His blood glucose level was 227 mg/dl, he gave himself 2.0 units of insulin, blanked out, and woke up in the ambulance. His blood glucose level was 37 mg/dl when he was hospitalized on (B)(6) 2015. The reservoir showed more insulin than what was shown on the status screen. The insulin pump was exposed to an MRI. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.